Manufacturer narrative:
(B)(4). Date sent: 08/24/2020. D4: batch # u5a87v. Per photographic evaluation: one photo was received, and the following was observed. The photo shows a device from anvil area with the trocar extended. The causing half washer was noted with a damaged and completely cut. Based on the photo alone the event describe is confirmed, however no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion. Device analysis: the analysis results found that the ecs25a device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke. In addition, the washer was noted to have nicks; this damaged is consistent when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. Although there is no direct evidence of use error, the instructions for use do contain the following caution: the firing stroke must be completed. Do not partially fire the instrument. Incomplete firing can result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line and/or difficulty removing the device. Ensure that the firing trigger is fully squeezed to ensure proper staple formation and cutting of tissue. The event described could not be confirmed as the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Only event year known: 2020. Batch # unknown. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a bowel resection after firing the circular stapler, upon inspection of the breakaway washer it had a very jagged edge on one side which led the surgeon to be concerned about the safety and possibly compromised anastomosis. Leak test was performed and was fine. The patient did not present any leak post-operatively when asked about it after 24 hours.